Event description:
It was reported that antibiotic did not flow through an unknown secondary set. This occurred during infusion using a sigma spectrum infusion pump. The nurse noted at the end of the infusion time that it was the maintenance fluid run on the primary line that infused rather than the antibiotic hung on the secondary line. The nurse checked the clamps and changed the pump but stated that the issue continued. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.